Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the mcs tip cover accessory returned; however, isi has not received the product to confirm/identify any reportable failure mode(s). If additional information becomes available, a follow-up MDR will be submitted. A complaint history review was completed and there were no other complaints for this single-use mcs tip cover accessory. A log review would not show any information related to the mcs tip cover accessory. This complaint is a reportable event due to the following conclusion: the mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. The mcs tip cover accessory reportedly fell inside the patient but was retrieved and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the product to fall inside the patient. While there was no harm or injury to the patient, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted procedure the monopolar curved scissors (mcs) tip cover accessory for the mcs instrument fell inside the patient's abdomen. The mcs tip cover accessory was retrieved during the same procedure and the case was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event but no further details have been obtained as of the date of this report.